Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and a calcified right anterior tibial artery. A 2.5 mm x 150 mm x 150 cm coyote mr balloon catheter was then advanced to the lesion. The balloon was inflated the first and second time to 10 atms; however, upon the 3rd inflation to 10 atms, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed using a coyote otw 2.5 mm x 150 mm balloon. No complications were noted and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).